Manufacturer narrative:
(B)(4). Estimated date of occurrence, the event was reported to have occurred in the last couple of weeks. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the prelcose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was 6f. Reportedly, the suture did not capture the artery, suture failed to deploy. The sheath was upsized to an 9f then to a 16f. A cutdown was performed and the aaa procedure was completed. Hemostasis was achieved using manual arterial compression. A clinically significant delay in the procedure was reported due to the cutdown being performed. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device or established in the preclose technique. No additional information was provided.